Event description:
It was reported that the system 7 single trigger rotary was found with a missing trigger at the user facility. The reported event did not occur during a procedure, so there was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, a missing trigger, was confirmed. During the inspection the service technician observed the reported event that the trigger was missing. A visual found the device was received without a trigger shaft due to the trigger retention pin was missing. The primary failure was determined to be a trigger retention pin failure.